Event description:
It was reported that the right ventricular {rv) lead impedance measurements were fluctuating and went from 700 to 1700 ohms. No noise was seen on any strips and the lead was 15 years old. Isometrics did not produce noise. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).